Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 02-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that since the device was implanted they never had therapeutic benefit on the right side, they only felt it on the left side. The patient stated they were telling people about their concerns for years and no one believed them; just told them to turn it up. The patient got a new pain doctor and got another lead placed on the right side (in the middle of february) so that issue now resolved.